Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal to the proximal edge of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the shaft polymer extrusion was kinked at approximately 53mm distal of the guidewire port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred.   The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine¿ coronary cutting balloon¿ was advanced for pre-dilatation. However, during the second inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complications were reported.